Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the inserter connector tip is fractured. Item and lot numbers are confirmed to match the complaint as seen in the photo marked item and lot. There is some dings and damage to the instrument. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted.

Event description:
It was reported that the product fractured. There was no reported patient injury.